Event description:
It was reported to boston scientific corporation that an ultratome was used during an endoscopic retrograde cholangiography procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device did not deliver sufficient electric current to cut the tissue. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome was used during an endoscopic retrograde cholangiography procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device did not deliver sufficient electric current to cut the tissue. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the distal end of the exposed cutting wire was blackened/burnt. The working length, especially the tip area, was found to be twisted and the tip was damaged. Functional evaluation found that the device would bow past 90 degrees. The continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire was measured and was found to meet specification. The outer diameter of the exposed cut wire was measured and was found to meet specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.